Event description:
It was reported that 2 screws were misplaced. Upon removal of the second screw, the internal iliac artery was perforated causing blood loss to the patient. This was resolved and the patient is recovering. This event occurred in belgium.

Manufacturer narrative:
Investigation confirmed that there was no system malfunction found. A surveillance marker was registered, but only after the patient was registered. This could lead to movement of the patient reference array during imaging of the patient going unnoticed and results in tracking errors. There was a shift between the intra-operative fluoroscopic images and the pre-operative CT scan. This shift results in poor-quality patient registration. The user was alerted of high skiving force while working on all levels. Heavy skiving could lead to movement of the anatomy. These factors all contributed to the misplacement of the screws. The cause of the reported issue was due to user technique.